Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The hyperglycemia was treated with the insulin pump. The event involved product mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose. It was found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 250 mg/dl and the sensor glucose value was 170 mg/dl and the difference was greater than 30%. The discrepancy between the sensor glucose value and blood glucose value was not within the target range. Troubleshooting was partially performed for hypoglycemia and later customer declined to continue with troubleshooting. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-7040c1.